Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: please provide an answer for each case: (B)(4) ¿ dr. (B)(6) - 1: product name: sfxspi pds+ bi vio 14in2 1 da ctx product code: sxpp2b405 lot number: 102zxg (B)(4) ¿ dr. (B)(6) - 2: product name: sfxspi pds+ bi vio 14in2 1 da ctx product code: sxpp2b405 lot number: 102zxg (B)(4) ¿ dr. (B)(6) ¿ 3: product name: sfxspi pds+ bi vio 14in2 1 da ctx product code: sxpp2b405 lot number: 102zxg (B)(4) ¿ dr. (B)(6) -4: product name: sfxspi pds+ bi vio 14in2 1 da ctx product code: sxpp2b405 lot number: 102zxg (B)(4) ¿ dr. (B)(6) - 1: product name: sfxspi pds+ bi vio 14in2 1 da ctx product code: sxpp2b405 lot number: 102zxg. - when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify- when they were closing the capsule in a tka - how many devices demonstrated the alleged deficiency in each case? 4 - could you kindly perform the follow-up attempt for the product return? Please ensure that the shipment tracking number is provided devices were returned - please provide the source or name of person providing answers to follow-up questions: (B)(6).

Event description:
It was reported that a patient underwent an unknown tka procedure on an unknown date and barbed suture was used. During the procedure, it was reported to the rep that during multiple unknown orthopedic procedures that the needle kept popping off. Number of times during each procedure is unknown. Unknown as to how the procedures were completed. There were no adverse consequences reported. 13 sterile samples returning. No adverse patient consequences were reported. Additional information was requested.